Manufacturer narrative:
Additional information was reported that a low shock impedance measurement was recorded in the daily measurements several months prior to the patient's death, and there was a concern that the remote monitoring system did not provide the proper alert. Data was sent to a boston scientific engineer in order to obtain the actual measurement. It was confirmed that the measurement was 22 ohms. Because the measurement was above 20 ohms, no alert was issued. This is normal operation. In addition, episodes recorded on the day of the patient's death could not be viewed on the website, and a memory download was sent to boston scientific technical services (ts) for further review. A ts consultant discussed that five episodes were recorded that showed that the patient had an arrhythmia in the vt-1 zone. Two episodes were treated effectively with anti-tachycardia pacing (atp). Atp was delivered for the third episode but the arrhythmia did not convert but rather converted spontaneously after eight fast beats. Third episode showed that the arrhythmia was detected in the vt-1 and zone and two burst of atp were delivered. The second atp resulted in the arrhythmia accelerating into the ventricular fibrillation (vf) zone where a 41 joule shock was delivered by the device. It was confirmed that the shock impedance was below 20 ohms. The fourth episode was recorded in the vf zone and the device attempted to charge; however, a charge time out occurred and no shock was delivered. Some noise was observed on the shock electrogram but the signals were indicative of normal myopotentials or device movements in the pocket. Both the out of range shock impedance and the charge time out resulting in the declaration of eol had been confirmed during device analysis. All available information suggests a lead malfunction resulted in a shorted condition which damaged the device and prevented charge/shock delivery.

Event description:
Boston scientific received information that the patient implanted with this device had collapsed and was hospitalized. The patient's family reported the device had delivered a shock around the time the patient collapsed. The patient died in the hospital. Upon interrogation after the patient's death, it was reported the device had indicated a depleted battery status after two years of implant time. It was also reported the device had indicated multiple errors for a long charge time. The device was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory revealed the device recorded a shock impedance measurement below 20 ohms during a 41 j therapeutic shock attempt on the day of the patient's death. It was noted that a shorted lead fault was not recorded by the device. A charge timeout fault was then recorded, followed by declaration of end of life (eol) status. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. The related lead was likely the cause of the shorted condition. Laboratory analysis concluded the device reached eol due to external shorting to the device case which caused damage to the internal fuse. The open/damaged fuse prevented the high voltage capacitors from charging within 45 seconds, causing the device to declare eol.